Manufacturer narrative:
A field service engineer (fse) evaluated the analyzer but could not confirm the event as the barcode reader read every label correctly. The analyzer was running as expected. There was no further action required by fse.

Event description:
This report summarizes <noe> 1 </noe> malfunction event on the aia-360 analyzer. The review of event indicated that the aia-360 analyzer experienced intermittent barcode read issues, which caused delayed reporting of critical patient results. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. This event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to the public health.